Event description:
The device stopped working, produced some smoke and caused the home circuit breaker to switch off the power.

Manufacturer narrative:
The engineering eval of the device identified the root cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. Both solder joints between the ac inlet pins and the printed circuit board solder pad had cracked, resulting in arcing and brief external flame.